Manufacturer narrative:
Visual: spiros feature was not activated as is necessary for proper operation of the device. Functional: device met all torque specifications. Final analysis summary: returned device investigation revealed that the spiros did not have the spin feature activated. When the spin feature is not activated any twisting in a disconnect direction will result in disconnecting the spiros from a mating device. A two year review of complaints database revealed mixed results including no defect found, usage, cannot determine, and mfg/design.

Event description:
Spiros disconnected from the trifuse. Tubing had been changed the night before. No adverse patient consequences were reported.